Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 11:30pm at home. Caller stated that the end-user tested her blood glucose and got a result of 130, which he said is a normal result for the end-user for that time of day. Caller stated that the end-user went to bed and approximately 8 hours later he found her unresponsive cold, sweaty, and shaking. He stated that he then called paramedics. No food medication or drink was consumed while waiting for the paramedics to arrive. Paramedics arrived about 20 minutes later and tested the end-user with their meter and received a result of 20mg/dl. No additional tests were done with the prodigy meter. The end-user was given a glucose solution through IV and transported to (B)(6). The caller does not recall what the end-users blood glucose was when she arrived at the hospital, nor does he know the medications she took, and he refused to provide information from the meter. Caller was informed that the end-users test strips are expired and to never use expired products. Caller stated that at the time of the call the end-user was still in the hospital and she was admitted. No additional details were provided.